Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported ¿evident anomalies on the interested area of the surgery,¿ ¿heavy pain and edema on the periprosthetic tissues of the thorax,¿ ¿the left mammary prosthesis was broken,¿ ¿all the detriments suffered by my client,¿ and ¿the prosthesis had changed in consistence and it looked flat, with a following reduction of thoracic profile of the patient, clear swollen tissues around the implant area.¿ this record represents the left side. The device has been explanted.